Manufacturer narrative:
(B)(4). Per the manufacturer's clinical specialist, the level sensor was applied to a flat surface with the prescribed gel. There was no visible damage noted and the light emitting diode (led) was green the whole time. The level sensor was removed, the area cleaned and new sensor pad was applied which corrected the issue. The field service representative (fsr) was unable to duplicate the issue. He replaced the sensor from another machine as a precaution. A new sensor was sent to the customer.

Event description:
It was reported that prior to use of the device for cardiopulmonary bypass (cpb) procedure, the level sensor did not respond as it is set up to do. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an intermittent level disconnected error message on the central control monitor (ccm) when the sensor head was agitated. There was also minor sensor head degradation noted on the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.